Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a crack on her insulin pump. Customer stated that the crack was on the face of the pump from the screen going diagonally. Customer's blood glucose level from this morning was 163 mg/dl. Insulin pump will need to be replaced. No further assistance needed.